Manufacturer narrative:
Investigation summary: return was not received by investigator. Tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: could not duplicate with retains. Source: phone.

Event description:
Customer reporting (B)(4) false positive sars result for (B)(4) patient. It is unknown if patient was symptomatic or asymptomatic. No confirmation testing reported to be done.